Manufacturer narrative:
A visual inspection was performed on the returned device. The reported balloon rupture was confirmed; however, the reported difficulty advancing the device could not be replicated in a testing environment as it was due to operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the device was not prepared (air aspiration) outside the anatomy. It should be noted that the percutaneous transluminal angioplasty (pta) catheter, armada 18, instructions for use, IFU, indicates to perform the steps to remove all air and verify the integrity of the pta catheter. Leave the catheter under negative pressure until the balloon is at the target lesion site. Then the device can be introduced into the vascular system. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported complaints appear to be related to operational context. It is unknown if the violation of the instructions for use (IFU) caused or contributed to the reported complaint. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the previously implanted stent resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1562 removed.

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. A 5x40mm armada 18 balloon dilatation catheter (bdc) was advanced through resistance and attempted to be used for vessel dilation; however, the balloon was noted to rupture during the first inflation to 10atm. The bdc was removed and a new same sized armada 18 bdc was used to complete the procedure. There were no adverse patient effect nor clinical delay. Subsequent to the initially filed information, the device was received and the analysis revealed that the entire inner member was separated from the outer member. The account confirmed that the damages were noted to have occurred post-procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. A 5x40mm armada 18 balloon dilatation catheter (bdc) was attempted to be used for vessel dilation; however, the balloon was noted to rupture into two layers. The bdc was removed and a new same sized armada 18 bdc was used to complete the procedure. There were no adverse patient effects nor clinical delay. No additional information was provided.